Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot# va2105e, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was noted that the healthcare provider thought they saw some fluid in the shaft of the lead. It was reported that there was impedance every time the rep checked. At 1.5v, all impedance cleared except for electrode 0. They checked at a pulse width of 210 and voltage of 2, and they still had impedance on electrode 0. The patient was sent home with a program not using electrode 0, due to the impedance. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the outer sleeves of the lead, the silicone part has water, caller do not know how the water go inside. And impedance test at 1.0v and all contact electrode with 0 and 1 shows >4k ohms. Mdt representative than went up to 1.5v and all impedance cleared except for contact 0. No further complications were reported or anticipated.